Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc device. A customer reported that while using the sensor with librelink (application), the sensor's alarm system failed to alert them of changes in their glucose level and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided food as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low/high alarm issue was reported with the adc device. A customer reported that while using the sensor with librelink (application), the sensor's alarm system failed to alert them of changes in their glucose level and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided food as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an android/fsll using a good known libre 2 sensor. The android/fsll successfully receive high/low glucose alarms. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.